Manufacturer narrative:
Patient information was unavailable. Device UDI number unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that parts were replaced. The system then passed the system checkout and was found to be fully functional. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a procedure. A medtronic representative (rep) was on site assisting for the case, and following input of the san and landmarks and before registering the instruments, the navigation system stopped working. There was no power indicated. The site tried turning the system off and on again, and they also changed the wall power socket. However, there was no power, no lights, and no noise from the system. The disc had to be removed from the disc holder using a paper clip as there was no power to use the eject button. The site continued the case by using a different medtronic navigation system. This caused a minor delay in surgery. There was no injury or harm to the patient or staff. The rep returned to the site a few days later to troubleshoot. The console seemed to be operating normally again. The rep turned it on and power was restored. It was later reported that the main cause of the slit in the power cord was due to strain and friction applied on the power cord by stretching over number of years.